Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a volume discrepancy occurred. The patient did not know the volume information. At the fill, the pump had more drug than what there should be, per the healthcare provider (hcp). The patient thought maybe this was due to lack of boluses used. No symptoms were reported. The event date was "maybe 2 weeks" prior to (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was no volume discrepancy. The patient did not use the personal therapy manager (ptm). No actions/interventions were taken. There were no further complications reported at this time.